Event description:
It was reported that this implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and right atrial (ra) leads stored two signal artifact monitoring (sam) episodes that revealed noise with oversensing, high out-of-range shock impedance measurements greater than 200 ohms, low out-of-range ra pace impedance measurements <200 ohms, and high out-of-range rv pace impedance measurements. The ICD and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.